Manufacturer narrative:
Analysis was normal, no anomalies were found

Event description:
It was reported that the patient presented for implant, the right ventricular lead exhibited high thresholds. A new lead was placed successfully. There were no issues-complications.